Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing due to noisy signals from an electrocautery procedure. There was no inappropriate therapy provided by the device. There was a magnet on the device during the procedure. This ICD remains in service. No adverse patient effects were reported.